Manufacturer narrative:
Other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 37752, serial# (B)(4), product type: recharger. Analysis of the desktop charger (dtc) [s/n (B)(4)] found a loose connector pin on the cable assembly.

Event description:
The consumer reported that there was a loose/bent connector pin on the desktop charger (dtc); this appeared to have occurred through product use. It was also reported that the implantable neurostimulator recharger (insr) was not charging and the patient was getting the "charge the recharger" screen on the implantable neurostimulator recharger (insr). The implantable neurostimulator (ins) in the patient's left buttock went dead / completely down on (B)(6) 2014 around 7:00pm or 8:00pm, stimulation was last felt on (B)(6) 2014 around 7:00pm or 8:00pm, and problems with the insr started the night of (B)(6) 2014 around 11:00pm. It was noted that stimulation had never been off for more than 2-3 hours. The risk of overdischarge was reviewed. It was noted that the patient was nervous that she would not be able to continue with her therapy, and she did not want to go through surgery again. It was reviewed that the patient could try using the replacement charging equipment that was being sent, and she might be able to charge. The patient was also told that there was a way to charge the ins again, but the patient did not know who to contact regarding. If the patient was unable to charge after receiving the replacement charging equipment, she was instructed to call the manufacturer and meet with the healthcare professional for ins restart. It was noted that the patient was scheduled for an appointment with the healthcare professional on (B)(6) 2014, and a manufacturer representative's presence was requested. No patient harm was reported. The patient's indications for use included post lumbar laminectomy syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.